Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of the right atrial (ra) lead, it was noted that there was high capture threshold. The physician capped and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.